Manufacturer narrative:
(B)(4). Device evaluated by manufacturer - a visual examination found that the device was returned with a mandrel inserted. The outer diameter of this mandrel was 0.015inch. On microscopic examination the tip was detached and accordioned at its proximal end. When the mandrel was removed some resistance was met and dried blood was evident on the mandrel which may have caused the resistance. No issues were noted with the crimped stent and balloon of the device that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed (B)(4) 2013. It was reported that during a stenting treatment procedure, the device was unable to cross the lesion. The target lesion was located in the left anterior descending (lad) artery. The 2.75x24mm promus element stent was advanced however was unable to cross the lesion. No patient complications were reported, however returned device analysis revealed tip detachment.